Event description:
During salpingectomy, the jaws of the enseal device were sticking to the tissue to the point it would get stuck and unable to remove without having to pull the tissue off the jaws. This caused extensive bleeding and the need to oversew these areas in very vascular locations.